Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was received for examination. Available photographic evidence along with physical examination confirmed the allegation. Adapter body was separated from collar portion. Due to observations on the broken offset adaptor, it can be determined that in consequence of the breakage, bolt was disassociated from the adaptor's assembly. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the revision op was done in 2012. Patient fell a few days ago and pre op xray showed that insert was dislocated. Surgeon planned for an exchange of insert however intra-operatively surgeon realised that femur was loose and removed the femur. When femur removed the stem bolt was broken. An unplanned surgical intervention was needed (replaced of femur and bolt) due to the broken bolt.